Event description:
During a shoulder repair procedure the tip of the crochet hook broke off. The tip fell into the axilla of the shoulder. Surgeon had to enter the shoulder through a new portal to remove the broken portion of the crochet hook. A delay of thirty minutes took place to retrieve the hook from the pt's body with the use of a grasper. No backup device was available. No pt injury or complications resulted. It was stated that in total 4 portals have been made - 3 as planned - the 4th had to be made additionally. It was also stated that the device was lost and would not be returned for evaluation.